Manufacturer narrative:
(B)(4)

Event description:
It was reported that after the device was programmed to integrated bipolar, the device was potentially causing fairfield sensing. The physician observed a non-sustained tachycardia episode and follow-up conducted revealed that the patient was in atrial fibrillation. During the office visit, the device as programmed to voo and ventricular detections were turned off during the office visit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the device was programmed to integrated bipolar, the device was potentially causing far-field oversensing. The physician observed a non-sustained tachycardia episode and follow-up conducted revealed that the patient was in atrial fibrillation. During the office visit, the device as programmed to voo and ventricular detections were turned off during the office visit. The device remains in use. No patient complications have been reported as a result of this event.